Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the device switches off after the start up screen. No patient involvement was reported.